Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manger that when the patient was seen in the clinic for a routine visit, both controller power ports were loose within controller housing. The patient had two controller power ups and associated pump start events on (B)(6) 2017. There was no reported damage to controller. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that a power port was loose on the controller and two power-ups were recorded on (B)(4) 2017 and (B)(4) 2017. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, (B)(4) is investigating loose connectors. Log file analysis revealed two controller power up. The first controller power-up with an associated motor start was logged on (B)(4) 2017 at 17:54:22 hours; before the loss of power, (B)(4) was connected to power port 1 with 52% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 26% rsoc. After the loss of power, (B)(4) was connected to power port 1 with 95% rsoc and (B)(4) to power port 2 with 86% rsoc. The second controller power up with an associated motor start was logged on (B)(4) 2017 at 18:37:37 hours; before the loss of power, (B)(4) was connected to power port 1 with 88% rsoc and (B)(4) to power port 2 with 25% rsoc. After the loss of power, (B)(4) was connected to power port 1 with 86% rsoc and (B)(4) to power port 2 with 96% rsoc. Based on the data files, the loss of power may have occurred due to a double disconnection of both power sources, given that one or both power sources connected prior to the loss of power were replaced. In addition, log file analysis revealed two critical battery alarms, the first one involving (B)(4) which went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values; the second one involving (B)(4) which went from a high relative state of charge (rsoc) to 0% rsoc and then replaced.  The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries; however, this is an additional observation not related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. A possible root cause of the loss of power may have occurred due to a double disconnection of both power sources. The manufacturer has an open internal investigation to evaluate controller intermittent disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.